Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. Additionally, it was reported that the customer accidentally performed the load fill tubing sequence while connected to the pump. Blood glucose (bg) level was 162 mg/dl. During a follow-up, the customer's bg level was 220 mg/dl after consuming carbohydrates.